Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI lot/serial: (B)(4). Lot/serial: (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis (rlt231418j/13737871). After a metal stent was implanted in the right renal artery using a snorkel approach, the rlt231418j was deployed proximal to the right renal artery. An intra-procedure imaging revealed a small proximal type I endoleak, and the procedure was concluded with a wait-and-watch approach being taken to the endoleak. Later, the proximal type I endoleak had persisted and reintervention was planned. On (B)(6) 2015, a reintervention was performed to treat the proximal type I endoleak. Coiling in the aneurysm sac was first performed. An additional metal stent was then deployed, extending the existing stent in the right renal artery, and an aortic extender component (pla230300j/13912836). An intra-procedure angiography revealed the proximal type I endoleak still persisting, but the procedure was concluded with a wait-and-watch approach being taken to the endoleak. It was reported that the patient's proximal neck was short and highly angulated. Additionally, as the patient has taken anti-coagulant drugs prior to the initial procedure, the aneurysm sac had not been well thrombosed, which could cause the persisting endoleak.